Manufacturer narrative:
Concomitant medical products: product ID: 388928, serial#: unknown, product type: lead. Product ID: 388928, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
The manufacture representative reported that when switched of the patient¿s pain went away. When the device was switched on and interrogated no impedance issues were found. The device was programmed to program 2 in the clinic with a voltage of 0.1v below level of sensation. It was noted that the patient¿s pain had returned. An x-ray was taken but was inconclusive. A lead revision was discussed with the patient but the patient frightened to commit at this stage. No further complications were reported or anticipated. Additional information received reported intermittent electrical shocking pain in the patient¿s central back at the lead insertion site radiating down their right leg (side where ipg implanted). It was noted that the patient had a pregnancy / just been diagnosed with a bleeding stomach ulcer. The device switched off as the patient was unable to tolerate stimulation at the subsensory level. No further complications were reported or anticipated.